Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a "compressor fault-1001 and 2001", "o2 valve fault-2012 and 3012 " error messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.